Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of faulty display. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a faulty display was confirmed. This condition was caused by lines on the main display. The device will not be repaired at this time as it is a baxter owned device. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Should additional information be received, a follow-up medwatch will be submitted.